Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one shock during sexual activity. The rhythm changed to wide qrs during the event however, the heart rate didn't change much. Additional information was requested, and the cause was suspected to be due to oversensing of premature ventricular contraction (pvc)s which resulted in the patient getting one inappropriate shock. The patient's medication was reduced, and they sent the patient home with some lifestyle guidance. The plan is to perform and exercise test at the patient's next six-month follow-up. At this time, the device remains in service. No adverse patient effects were reported.